Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated pacing capture threshold in the rv (right ventricle) was elevated. Average of 235 v-sic/ day for lifetime of cardiac compass trend. No evidence of non-physiologic oversensing - no recorded episodes show oversensing. Two high measurements in (B)(6) 2013, no measurements since then. Last 15 days shows abort reason as 'pulse width set too high'. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic). Also, the capture threshold was noted to be high. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.